Event description:
Drug/diluent: 0.5% plain bupivacaine. Fill volume: not applicable. Flow rate: not applicable. Procedure: hernia repair. Cathplace: subcutaneous abdominal tissue. An on-q catheter was used on (B)(6) 2013 in the operating room. The catheter was placed in the sub q tissue after an abdominal procedure and the pt was sent home with the device. The pt went to see her pcp on (B)(6) 2013 where it was discovered that it was leaking and the pt was sent to the surgeon's office to have it looked at. The physician attempted to remove the catheter from the abdomen but found that not all of it came out. Part of it had fractured and remained in the subcutaneous tissue. The surgeon was unable to remove all of it in the office. At this point in time the general surgery coordinator at salem hospital reports that they (the physicians) don't plan on doing anything about removing it.

Manufacturer narrative:
Method: no sample will be returned for evaluation and investigation. Results: an examination and investigation cannot be conducted on the actual product used. Conclusion: at this time I-flow is continuing to further investigate this complaint. Once completed a follow-up report will be filed. Info from this incident will be included in our product complaint and MDR trend reporting system. Analysis, trend info, or other analysis as appropriate. I-flow provides a caution in it's dfu for catheter removal which states the following: catheter removal - remove catheter as soon as infusion is complete to reduce risk of infection and difficulty removing catheter. Remove dressing and loosen the steri-strips at catheter site. Grasp catheter close to skin and gently pull to remove. The catheter should be easy to remove and not painful. Do not tug or quickly pull on catheter during removal. If resistance is encountered or catheter stretches, ...